Event description:
It was reported that the patient had the artificial urinary sphincter removed due to malfunction that was visible on x-ray. A new artificial urinary sphincter was implanted.

Manufacturer narrative:
The cuff component was visually inspected and microscopically examined. Analysis indicated (two) pinhole leaks in the cuff shell. Both leaks in the cuff shell is damage that is consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormality was noted, no leaks were identified in the pump component. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to malfunction that was visible on x-ray. A new artificial urinary sphincter was implanted.